Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This device only solicited case, reported by a consumer via patient support program (psp), concerned a 63-year-old male patient of unknown ethnicity. Medical history was not provided. Concomitant medications included acarbose and insulin used for unknown indication. The patient received an unknown insulin 100 u/ml via reusable pen (humapen, specific type unknown), two times a day, subcutaneously, for the treatment of diabetes mellitus, beginning somewhere in 2016. On an unknown date, while on unknown insulin treatment, he was hospitalized due to some unknown reasons. On an unknown date, due to poor blood sugar he was planning to be hospitalized again. The event of blood sugar abnormal was considered as serious by the company due to medically significant reason. Also on an unknown date, the humapen (specific type unknown) was broken and insulin leaked out from the injection screw (pc: (B)(4), batch no: unknown). The outcome of the event was unknown. Corrective treatment was not provided. The insulin treatment status was unknown. The operator of the humapen (specific type unknown) and his/her training status were unknown. The humapen (specific type unknown) model duration of use was not provided but it was started somewhere in 2016 and the suspect humapen (specific type unknown) duration of use was not reported. It was unknown if the use of the suspect device was continued and its return status was not provided. The reporting consumer did not provide any opinion on relatedness between the event and humapen (specific type unknown). Edit 17jul2019: updated medwatch fields for expedited device reporting. No new information added. Edit 18-jul-2019: upon review of information received on 02-jul-2019, added batch number and product complaint number in narrative. Updated narrative accordingly.

Event description:
Lilly case ID: (B)(4). This device only solicited case, reported by a consumer via patient support program (psp), concerned a 63-year-old male patient of unknown ethnicity. Medical history was not provided. Concomitant medications included acarbose and insulin used for unknown indication. The patient received an unknown insulin 100 u/ml via reusable pen humapen (specific type unknown) device, two times a day, subcutaneously, for the treatment of diabetes mellitus, beginning somewhere in 2016. On an unknown date, while on unknown insulin treatment, he was hospitalized due to some unknown reasons. On an unknown date, due to poor blood sugar he was planning to be hospitalized again. The event of blood sugar abnormal was considered as serious by the company due to medically significant reason. Also on an unknown date, the humapen (specific type unknown) was broken and insulin leaked out from the injection screw (pc: (B)(4), batch no: unknown). The outcome of the event was unknown. Corrective treatment was not provided. The insulin treatment status was unknown. The operator of the humapen (specific type unknown) and his/her training status were unknown. The humapen (specific type unknown) model duration of use was not provided but it was started somewhere in 2016 and the suspect humapen (specific type unknown) duration of use was not reported. The suspect device was not returned to the manufacturer. The reporting consumer did not provide any opinion on relatedness between the event and humapen (specific type unknown). Edit 17jul2019: updated medwatch fields for expedited device reporting. No new information added. Edit 18-jul-2019: upon review of information received on 02-jul-2019, added batch number and product complaint number in narrative. Updated narrative accordingly. Update 29jul2019: additional information received on 26jul2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information, and device return status to not returned to manufacturer for (B)(4) associated with unknown lot of a humapen (unknown device). Corresponding fields and narrative updated accordingly. Update 06aug2019: additional information received on 06aug2019 from the global product complaint database. No new information was added. Update 09-aug-2019: information received from affiliate on 08-aug-2019 did not contain any medically significant information. Follow-up attempt was unsuccessful as patient was called several times but did not pick up the call. No changes done to the case.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 29jul2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that his humapen (unspecified device type) was broken and insulin leaked out from the injection screw. The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.